Manufacturer narrative:
Device evaluated by MFR: the main coil and the delivery wire were returned for product analysis. A visual and microscopic inspection were performed, and it was observed that the main coil was bent and stretched at the coil arm and zap tip section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis. The clinical observation of unable to advance was unable to be confirmed.

Event description:
Reportable based on device analysis completed on 26sep2024. It was reported that the coil was unable to advance in the catheter. The patient presented with abdominal aortic aneurysm larger than 5cm, and the tumor was accumulated in the common iliac artery. A 15mm x 40cm interlock-35 coil was selected for percutaneous arterial embolization. During the procedure, the coil was placed in the lumen of the internal iliac artery. However, it was noted that the coil could not be pushed into the tail end of the angiography catheter but could be withdrawn. The coil was deployed again after it was flushed with heparin saline, but it still could not be pushed. The coil was removed, and the procedure was completed with another coil of the same model. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed that the arm coil was detached.